Event description:
Patient called stating she had a right hip replacement on (B)(6) 2012. She stated a couple years ago she went back to the surgeon because she didn't feel well. She had an MRI done that showed there is fluid around her prosthesis. She also had blood test done that showed excessive levels of cobalt. Patient stated her blood pressure is high. The surgeon suggested a revision surgery. Patient has not yet scheduled the revision surgery.

Manufacturer narrative:
This event was identified to be in scope of ra 2012-067. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption #e2013004, granted to stryker by FDA on january 23, 2013.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating she had a right hip replacement on (B)(6) 2012. She stated a couple years ago she went back to the surgeon because she didn't feel well. She had an MRI done that showed there is fluid around her prosthesis. She also had blood test done that showed excessive levels of cobalt. Patient stated her blood pressure is high. The surgeon suggested a revision surgery. Patient has not yet scheduled the revision surgery.